Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on 15-aug-2014 which refers to herself who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The consumer reported that she developed rash that itches really bad, she had bleeding non-stop and was passing heavy blood clots, her feet were swollen, she had sharp pain on her right side that felt like something was stabbing her inside near her uterus and ovaries. She also reported that she had pain during sex that she can not stand it. On (B)(6) 2014, essure was removed. No further information was provided. (B)(4) the product technical complaint investigation and final assessment were received on (B)(4) 2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and have been bleeding non stop / passing heavy blood clots. This event was considered serious as medically significant and is listed according to the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the event have been bleeding non stop / passing heavy blood clots and the suspect insert cannot be excluded. This event was considered an incident since essure was removed (implying a surgery/required intervention). In addition the non-serious events developed rash that itches really bad, feet have been swelling, sharp pain on right side that feels like something stabbing me inside near my uterus and ovaries and pain during sex were also reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information can be obtained since any contact information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.